Event description:
It was reported to boston scientific corporation that three minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set device, the patient complained of extreme heat in her vagina. According to the complainant, there was no fluid loss alarms nor did the fluid level in the reservoir decrease; however, it was suspected that a burn occurred at the side wall of the vagina due to contact with the the sheath. It was further reported that the physician commented that the burn was maybe first degree; it was described as red and inflamed; the physician prescribed an unknown cream to the patient, which was to be applied for two weeks.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.